Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Dialysis clinic reported that the peritoneal dialysis patient encountered a fluid leak during training on the liberty cycler. Follow up with the peritoneal dialysis nurse indicates that the patient was not cultured but was treated with prophylactic antibiotics. The cycler was replaced.

Manufacturer narrative:
Plant investigation: the manufacturing plant received an actual sample from the customer without original package or identified. During the analysis of the actual sample was found a damage on the film of the cassette. The lot number of product involved is unknown therefore a search was performed of the lots delivered to the patient; with a time frame of three months before of the event date from 02/07/17 thru 05/07/18 resulting in 5 potential lots. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Event description:
"."

Manufacturer narrative:
Plant investigation: the manufacturing plant received an actual sample from the customer without original package or identified. During the analysis of the actual sample was found a damage on the film of the cassette. The lot number of product involved is unknown therefore a search was performed of the lots delivered to the patient; with a time frame of three months before of the event date from 02/07/17 thru 05/07/18 resulting in 5 potential lots. The device history records [DHR] of potential related lots were reviewed and no nonconformance reports or other abnormalities during the assembly of these lots were found. The product involved met specifications.

Event description:
"."